Event description:
Boston scientific received information that the patient implanted with this device system experienced several syncopal events. The patient was seen in the clinic and the device was checked. Isometric exercises were performed and noise was noted on the ventricular channel, with suspected oversensing and the physician suspected lead insulation break. The device declared elective replacement indicator (eri) and a revision procedure was performed. The device was successfully replaced. The rv was attempted to be laser extracted, however, the lead came apart and was partially abandoned and replaced. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned to allow for reliability analysis.